Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a flashing, red call doctor alert was seen on the latitude communicator. It was later seen that the alert was for high shock impedance. This cardiac resynchronization device with defibrillation (crt-d) remains in service. No adverse patient effects were reported.